Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was causing phrenic nerve stimulation and the right atrial lead had high impedance. Both leads were capped and replaced on (B)(6) 2018. The patient was stable during and after the procedure.

Manufacturer narrative:
Correction: (B)(4).